Event description:
During an unrelated revision procedure, a fitting issue occurred with the left ventricular (lv) set screw of the device. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.